Manufacturer narrative:
Lot info not provided by the reporter. Expiration date unk. An examination of the returned product confirmed the device has separated approx 30 cm distal from the hub. We can advise this product group is inspected 100% for bends, kinks, proper securement of proximal fittings and other surface imperfections prior to transport. It is also verified to meet iso standards through design verification testings. In addition, the instructions for use booklet provided with this device cautions the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath; as separation of the sheath may result when the fit is tight. We will continue to monitor this device.

Event description:
Pt was to have a pta of the left popliteal artery. Sheath was inserted over a .035 wire from the right leg contralaterally. The sheath was advanced down the left leg where a .014 wire was used with an 3.0mm balloon. That balloon was then removed and another balloon was inserted, used, and removed. The sheath was removed with normal consistent pressure when it was noticed that a lot of blood loss was occurring and that the sheath had come apart outside of the pt. The sheath was removed successfully with no injury to the pt. The current status of the pt is unk.